Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported inaccurate sensor readings. Ten minutes ago, customer's sensor reading was 82 mg/dl but his blood glucose was 22 mg/dl. He treated with candy and chocolate. The data showed the sensor was consistently much higher than his actual blood glucose. The sensor glucose graph was not trending in the same direction as the blood glucose. Customer stated he has been getting threshold suspend alarms all night and day. When he checked the sensor, the cannula was bent. Customer was advised to try a new sensor and monitor the issue. Nothing further reported.